Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating with the server, and users were unable to log into the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that a widespread issue was impacting all florida facilities. During the follow-up call, customer confirmed that the issue had been fully resolved and systems were functioning properly. The system functioned as intended after the customer resolved the issue.